Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of 640 mg/dl. Customer administered a manual injection to address bg. The customer reverted to an alternate method of insulin therapy.